Event description:
It was reported that prior to starting a da vinci s hysterectomy procedure, while docking the patient side cart (psc) to the patient, a member of the surgical staff stepped on a fiber cable, causing the system to fault. When the site restarted the system to clear the fault, the error message patient side cart not connected occurred. The site then reseated the fiber cable and restarted the system, however, the error message reoccurred. With the assistance of an isi technical support engineer the site powered down the system, reset the console and the psc breakers and performed an emergency power off. The error message continued to occur after restarting the system. While attempting to provide additional troubleshooting techniques, the surgeon made the decision to convert the procedure to traditional open surgical techniques. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that the system fault and error message experienced by the site were associated with a defective fiber cable. A review of the site's system log by the fse found multiple occurrences of system error code 23. The fse reseated the fiber cable on both ends and performed an emergency power off of the patient side cart, however, the error message patient side cart not detected appeared. The fse determined that the fiber cable had internal damage, which caused the system to fault. The fiber cable connects the patient side cart to the surgeon console and passes the video, audio and data during system operation. System error code 23 is reported by software to denote communication faults in the low voltage differential signal carrying information about the psm. In the event of these communication issues, the system records the fault and transitions to a safe state. The system was repaired by replacing the fiber cable. The fiber cable was returned to isi for evaluation. Engineering was able to replicate the issue experienced by the site. The system error message patient side cart not detected was generated during functional testing of the fiber cable on an in-house da vinci s system. Engineering observation also found that the fiber cable exhibited damage due to cuts and was contaminated with a yellow discoloration. On (B)(6) 2012, the circulating nurse reported that the patient is recovering well and has not reported experiencing any post-operative complications. As of january 27, 2012 there have been no reported recurrences of the issue at this hospital.